Event description:
Boston scientific received information that during a routine follow-up appointment the device was interrogated and fault code 1003 was noted. As a result the device memory was sent to boston scientific technical services (ts) for review. Ts confirmed the battery status indicators are not reflecting the depletion condition and are inaccurate. It was recommended that the device be explanted. No adverse patient effects were reported.

Manufacturer narrative:
A revision procedure was scheduled. This investigation will be updated should further information be provided.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of the device memory confirmed five low voltage alerts (code 1003) had been recorded. External visual inspection of the device noted no anomalies. Initial automated testing verified basic sensing, pacing and shocking functions of the device. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with compromised low voltage (bypass) capacitors connected to the device¿s battery. Low voltage capacitors are used in the device¿s high-voltage charging operation in order to facilitate fast charge times. Malfunction of these capacitors resulted in a high current drain, which was depleting this device¿s battery faster than normal. On august 29, 2013, boston scientific distributed a letter to physicians concerning this issue. This letter informed physicians that, in a subset of devices, the performance of a low voltage capacitor may be compromised over time, causing increased current drain that can lead to premature battery depletion.

Event description:
Additional information was received that the device was explanted and successfully replaced. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Additional destructive analysis was performed to identify the leakage distribution of the capacitor. Characterization found that the leakage was not distributed and was all in the bottom spot on the capacitor. The sides of the capacitor were polished down to the active region and a term to term crack was found whose location corresponds with the bottom spot on the capacitor.